Manufacturer narrative:
Upon return, the AED underwent bench testing, which identified that the AED was unable to deliver a shock. The investigation into the AED associated with this complaint identfied the root cause of the failure as the AED's main board msp (u13).

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Upon return, the AED underwent bench testing, which identified that the AED was unable to deliver a shock. The investigation into the AED associated with this complaint is underway and the root cause is not currently known. Although the original customer report did not involve patient use and was not initially considered reportable, the evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical setting. Therefore, this event is being reported in accordance with 21 cfr 803.50.